Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8303938. Medical device expiration date: 2019-08-31. Device manufacture date: 2018-10-30. Medical device lot #: 8249922. Medical device expiration date: 2019-06-30. Device manufacture date: 2018-09-06.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill. The following information was provided by the initial reporter: citrate tube of bd is aspirating beyond the due volume, batch 8303938 (exp 08/31/2019) and 8249922 (exp 06/30/2019). Information received by email on 04/11/2019: the incident was noticed after the filled of the tube. There was no wrong results with damage/impact to the patient due to the defect. There was no exposure of blood to the skin. Sample is available.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill. The following information was provided by the initial reporter: citrate tube of bd is aspirating beyond the due volume, batch 8303938 (exp 08/31/2019) and 8249922 (exp 06/30/2019). Information received by email on 4/11/2019: the incident was noticed after the filled of the tube. There was no wrong results with damage/impact to the patient due to the defect. There was no exposure of blood to the skin. Sample is available.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.